Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a cylinder damage. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to cylinders damage. No patient complications were reported.

Manufacturer narrative:
Information corrected: date of event and explant date.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The components were visually and microscopically examined, and leak/functionally tested. The outer tubing of both cylinders was detached near the proximal bodies. One cylinder had wear at a fold closest to the distal body and a leak, the result of fatigue to the inner tubing, was found near the proximal body; broken fabric threads were present. The other cylinder had a leak near the proximal body due to fatigue, but no leak was present. No anomalies were found with the pump. Based on the information available and analysis results, the wear and leak identified in the cylinders could have caused or contributed to the reported clinical observation of cylinder rupture.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to rupture of the cylinders. No patient complications were reported.